Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The customer reported getting a "transducer not detected" error. The issue occurred after implant of the device. The patient had been moved and when they attempted to reconnect the sensor to the monitor, the error was generated. The cable and monitor were replaced, with no effect. A new sensor was implanted and no further issues were reported. There was no reported harm to the patient or delay in surgery/treatment greater than 30 minutes.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier also performed a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material was stretched adn the internal catheter wires were broken. The catheter was received in a small looped configuration 17.5 cm from the sensor case with suture attached. No functional testing was possible due to the condition of the device as it was received. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause of failure to be related to mishandling of the catheter. The lot number for the kit was not provided; therefore, a trending review could not be performed for the associated kit lot. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed